Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared error code 1007. The last follow up in (B)(6) 2016 showed a battery longevity of 5.5 years remaining. A review by boston scientific technical services (ts) noted that the device had triggered end of life (eol) and should be replaced. The fault code 1007 triggered could occur due to a battery issue, but also could be due to a shock delivered into a shorted lead circuit. Lead integrity should also be evaluated. A revision was planned. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
This device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough product analysis was performed. Review of the memory identified a charge time which occurred on (B)(6) 2018. Further review of the device memory revealed nearly 300 ventricular fibrillation (vf) episodes that were sensed or treated over a six hour period on (B)(6) 2018. This number of episodes resulted in battery exhaustion. The battery voltage was too low to support a full energy shock which caused the charge time outs. Analysis determined this device exhibited normal battery depletion.